Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that approximately a week after a portion of the external driveline was replaced on (B)(6) 2015, the patient experienced decreases in speed again. The hospital staff placed the patient on an ungrounded patient cable at an unspecified time. On (B)(6) 2015, the patient reportedly experienced multiple pump off alarms while connected to an ungrounded patient cable. The submitted log file was reviewed and multiple decreases in speed and pump stoppages were recorded. It was suspected that there was multiple wire damage to the patient's driveline. The manufacturer's technical services representative told the health professional that the patient's pump may stop at any time regardless if they are on battery power or on an ungrounded patient cable. On (B)(6) 2015, the manufacturer's technical services representative went to the hospital to see if another driveline repair could be performed, and it was concluded that it could not be done as there was not enough space left from the repair/replacement of the driveline that occurred on (B)(6) 2015. On (B)(6) 2015, the patient presented to the hospital with pump off alarms. The pump reportedly stopped, but the health professional was able to get the pump restarted by disconnecting and reconnecting the driveline. The patient's pump was exchanged that day due to a potential driveline fracture. The inflow conduit and outflow graft were not explanted.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 2 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experienced reductions in speed. The patient remained asymptomatic throughout the events. On 09/14/2015, the log file was reviewed and it was noted that low speed advisories occurred when the patient connected to the power module. At the request of the hospital staff, an ungrounded patient cable was sent to the hospital and was given to the patient the following day. On (B)(6) 2015, x-rays were taken, and the images did not show any obvious areas of concern. That same day, the manufacturer's technical services representative went to the hospital for a driveline evaluation and repair. The continuity test did not reveal any broken wires. The entire external portion of the driveline up to the exit site was replaced with no issues.

Manufacturer narrative:
The replaced external distal end portion of the driveline, approximately 16 inches, was returned for evaluation. It was noted that tape had been applied to cover a hole in the reinforcing sleeve. The reinforcing sleeve was removed, and examination the shielding and bionate revealed an area with shield breakdown. An electrical continuity test of the returned portion of driveline was conducted and all of the wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed, and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The 16 inch portion of the driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The explanted pump was also returned for evaluation. The pump was returned with the driveline cut approximately 2.5 inches from the pump housing, and the severed portion of the driveline, measuring approximately 44.5 inches in length, was returned. Continuity testing was performed on the pump-end portion of the driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed and examination of the underlying wires revealed a disruption in the insulation of the orange wire adjacent to the nipple of the pump housing. The conductors of this wire were exposed. The disruption appeared to be the result of repetitive flexing of the lead in this area. Electrical continuity testing of the distal-end portion of the driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed from the distal-end portion of the driveline and examination of the underlying wires revealed disruptions in the insulation of the green, yellow, and brown wires at 9.5 inches and 10 inches from the pump housing. The conductors of these wires were exposed. The disruptions of the green, yellow, and brown wires appeared to be the result of repetitive flexing of the driveline in this area. The disruptions in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The reported event also could have resulted from a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries, or connected to the ungrounded power module patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.